Manufacturer narrative:
Upon additional information, ferrlecit 62.5mg was programmed for 1 hour in a 105ml bag using primary tubing. It was unknown when ferrlecit stopped infusing as the administered volume continues to increase even if no liquid flowed from the bag. However, the dose was administered in approximately 1 hour 30 minutes. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump failed to start patient infusion. The pump was programmed for intravenous (IV) iron; however the device did not alarm and the infusion did not infuse. After 30 minutes, the bag was still full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: serial number portion of the UDI was not reported. E1: initial reporter facility name: (B)(6). G1: device manufacturer address 1: northern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A power on test was performed, and the device booted properly. The device ran on different rates and volumes, and the pre accuracy test results all passed. The reported condition was not verified. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.